Event description:
It was reported to philips the device came out of standby mode and went into avaps mode. This event was reported to have occurred during patient use. There was no user or patient impact. The customer spoke with a philips remote service engineer (rse). The customer reported he unit is running software version 2.30 and does not have high flow therapy. The customer requested onsite evaluation. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during patient set up. There was no delay to therapy. The customer stated the touchscreen was not responding. The device would not turn off. The a/c power and battery needed to be removed to turn off the device. The customer powered the device back on and performed touchscreen calibration but that did not resolve the issue.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered pm pcba replacement aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. Based on information provided and/or service performed, the customer's alleged malfunction is unconfirmed.